Event description:
It was reported via legal documentation that a patient had an initial hip implant on (B)(6)2018. In 2019 the patient began experiencing pain and weakness in his left hip. In (B)(6) 2022, the patient discovered that the exactech hip device was subject to a recall; the physician explained that the implanted exactech hip device ¿may be at a high risk of premature polyethylene wear.¿ the patient was thus recommended by his physician to ¿monitor for signs of wear or lysis.¿ there is no other patient demographic or medical history available. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, e, f, g. The most likely underlying cause for the revision reported is prosthesis wear and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.